Event description:
The customer reported that the system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The 5 volt power supply was adjusted and the battery replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.